Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance for 8015 s/n (B)(4) is showing an error code 800.8000, I suggested to (B)(4) to re-flash the 8015 device. He allowed me to remote in and check his asm settings. I notice that his flash package is not pointed to the firmware data file. I ask him to locate the cd for poc v9.12 so he can re-flash the 8015 using the asm software. He will try to locate the cd and get back with me once he found the software cd.